Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 124 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. He was then instructed to rewind, reinsert the reservoir and perform manual prime. Customer stated the insulin pump alarmed no delivery. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would need to be replaced. The insulin pump was not replaced or returned for analysis.